Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2007, this pt was implanted with gore tag thoracic endoprosthesis for treatment of an aortic type b dissection. On (B) (6) 2008, the pt presented with an infected stent graft and endoleak (type unk), the device was explanted and replaced with an interposition graft (manufacturer unk). Intra-operatively, a pseudoaneurysm was noted to be bulging towards the left aspect of the aorta and located in the distal extent of the previously placed gore tag thoracic endoprosthesis. The infected area was resected. No evidence of purulence were found and subsequent cultures returned negative. The pt tolerated the procedure. Cause of infection remains unk.